Manufacturer narrative:
Additional information was received that the reason for revision was due to patient having difficulty charging the ipg. It was noted that the patient had gained weight around the waist which resulted in further distance for the remote to communicate with the ipg. The patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.